Event description:
Procedure: lap chole. According to the reporter; the surgeon successfully pre-fired several clips on the mayo stand prior to insertion through the trocar. Once he placed the instrument over the duct, he loaded the clip, and then fully squeezed the handle. The clip only half-formed, and consequently fell into the cavity next to the liver. Another device was used to complete the procedure. The half formed clips were loose in the pt cavity and were not retrieved.

Manufacturer narrative:
.